Event description:
It was reported that this pacemaker was part of a system revision due to infection and dehiscence. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.